Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will not charge fully was confirmed. The unit will not charge fully. The battery cycle count is at 1 but the unit would not charge past 19% and shuts off when unplugged from the ac power supply. The root cause of the reported issue of the failure to charge and shutting down when unplugged from ac power was identified as a failed lithium ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per rn, will not charge greater than 26%. Battery switch was turned off and machine unplugged from power for three minutes. Machine turned plugged in and turned back on back on and no increase in battery charge after an hour. 03/10/2021: evaluation found system to shutdown unexpectedly when unplugged from ac power.